Event description:
Related manufacturing reference number: 2017865-2022-44424. Related manufacturing reference number: 2017865-2023-93685. New information received indicates that the pocket was infected. The patient presented with an open pocket with pus coming from the opening on (B)(6) 2023. The physician decided to prescribe antibiotics and monitor. On (B)(6) 2023 the patient presented with a fever and chills. No vegetation was noted on the leads. The dual chamber implantable cardioverter defibrillator, right ventricular and right atrial leads were explanted. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.